Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 412 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. No infusion site or set problems were noted. The customer uses quick-set infusion sets. On the night prior to the event, the customer experienced a low blood glucose reading of 15 mg/dl. It was reported that the batteries were only lasting from 1-3 days in the insulin pump. Nothing further was reported.